Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion, infection, urinary/bowel problems and dyspareunia. The patient underwent mesh revision on (B)(6) 2006 due to pain, infections, dyspareunia, urinary problems and bowel problems. The patient underwent explants surgery on (B)(6) 2012 due to pain, infections, dyspareunia, urinary problems and bowel problems and erosion. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal/paravaginal defect repair, cystocele placation posterior perineal colporrhaphy with mesh reinforcement, perineoplasty, laparoscopic vaginal apex suspension, and cystoscopy; due to grade 1 vault prolapse, grade 11 cystourethrocele, grade 11-111 rectocele, and gaping vaginal introitus after having large babies.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2006 (per operating room report).

Manufacturer narrative:
It was reported that the patient underwent extensive transvaginal urethrolysis, removal of arms of residual obturator mesh with exploration of the obturator and adductor fossa, anterior vaginal wall reconstruction, posterior vaginal wall, exploration, removal of large segment of central mesh (residual from prior surgery), removal of the arms of posterior mesh from the sacrospinous ligament area (complex) on (B)(6) 2014 by (B)(6), md due to dyspareunia, hip pain, suprapubic pain, urinary infections, defecatory dysfunction.

Event description:
It was reported that the patient underwent extensive transvaginal urethrolysis, removal of arms of residual obturator mesh with exploration of the obturator and adductor fossa, anterior vaginal wall reconstruction, posterior vaginal wall, exploration, removal of large segment of central mesh (residual from prior surgery), removal of the arms of posterior mesh from the sacrospinous ligament area (complex) on (B)(6) 2014 by dr. (B)(6) due to dyspareunia, hip pain, suprapubic pain, urinary infections, defecatory dysfunction.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.